Event description:
It was reported to covidien that a customer had an issue with tumescent infiltration pump. The customer states that tumescent pump was not building up enough pressure to distribute fluid.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.